Manufacturer narrative:
Weight, ethnicity, race: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/0.5/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.